Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 02/17/2023. It was reported that while the patient was asleep and unconscious, she assumed that her blood glucose was low and was not sure if the cgm alerted her due to her condition. It was clarified that the cgm was displaying 170 mg/dl while the bg was 40 mg/dl while the patient was unconscious. No additional patient or event information is available.

Manufacturer narrative:
Cmpl-04408412 diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Hold rb 2.21it was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values four days after the sensor was inserted in the arm. The patient reported that while she was sleeping, she experienced hypoglycemia. There was no information about who called the paramedics. The patient received IV dextrose from paramedics. The cgm was reading 121 mg/dl and the blood glucose reading was 27 mg/dl. There was no additional documentation of further medical intervention. At the time of the report, the patient was at baseline. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.